Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) friday evening and current blood glucose is 366 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The customer reported that insulin pump was not working and when customer was in hospital battery went dead and customer was not able to restart insulin pump. The insulin pump will not be returned for analysis.